Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the size 2 poly inserter is ¿tighter¿ when inserting the poly and harder to twist. The procedure was completed successfully.

Event description:
It was reported that the size 2 poly inserter is ¿tighter¿ when inserting the poly and harder to twist. The procedure was completed successfully.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection revealed the following: a device inspection of the affected device was not possible since the affected device was not returned and no other evidences were provided for investigation. However, a poly insertion tool with the same reported catalog number was obtained from the kitting team for inspection. Visual examination of the poly insertion tool shows no signs of significant deformation or defects that could impair the functionality of the device. During functional testing, the poly insertion tool was assembled with a nut screw, a jack screw, a size 2 plunger block and a size 2 poly implant. The size 2 poly implant was loaded onto the poly insertion tool by sliding into the dovetail of the device. The reported issue could not be confirmed as no problems were noted during the assembly of the devices. The poly implant was able to fit into the poly insertion tool without any noticeable resistance or difficulty. Key dimensional measurements of the poly insertion tool were taken with a digital caliper and found to be within specifications. The root cause of the reported issue could not be conclusively determined. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.